Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a continuous alarm. It was reported that the alarm was for a "backup alarm failed" error. The device was in clinical use when the issue occurred. The device was replaced. There was no patient or user harm reported.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6) reporter phone number - (B)(6)

Manufacturer narrative:
During follow up with the key market, the responder reported that the customer decided to have the device repaired by a third-party company. It was reported that the motor control board was repaired, and the filter was replaced to resolve the issue. The device was returned to service.